Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the pipeline folded inward and was removed from the patient with a snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, snare, and navien guide catheter were returned for evaluation. The pipeline was not fully open and had damaged braids which likely contributed to the reported issue. Reference (B)(4).